Event description:
The report received from another country indicated that a patient had hypotension and an increase infarct zone after implantation of a precise self-expanding stent. The target lesion was the carotid; vessel and lesion characteristics are not available and is unknown if the target carotid was the left or the right. An angioguard was in use during the procedure and suction was not conducted during the procedure. It is not known if predilatation and post dilatation was conducted. The patient presented for the procedure with alogia and an infarcted deutocerebrum. An angioguard was in use during the procedure and suction was not conducted during the procedure. It is not known if predilatation and post dilatation was conducted. After the procedure, the patient still had alogia but became hypotensive and an increase in the infarct zone at the deutocerebrum was noted on magnetic resonance imaging (MRI). The hypotension was treated with noradrenaline with good results. It remains unknown how long after the procedure the increase of the infarct zone occurred and it is not known what may have caused it.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. This is one of two products involved in the same patient reported under manufacturing number 9616099-2008-00785. Additional information will be submitted within thirty days upon receipt.